Event description:
Connection issues during the implantation procedure were reported; therefore the device was not implanted.

Manufacturer narrative:
Date: (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.